Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were noted at 6.0-6.1cm, 6.4-6.5cm, 12.5-12.8cm, 15.1-15.4cm, 17.8-18.7cm, and 19.1-21.5cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 31.6-33.3cm from the lead tip, consistent with lead friction to another device or feature of the heart. External and internal insulation abrasions were noted at 31.4-32.7cm and 32.5-33.3cm from the lead tip. Externalized conductors due to external and internal insulation abrasion were noted at 12.4-16.0cm from the lead tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 16.6-17.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that during a device change-out, externalized conductors were observed. The lead was explanted. Patient condition was good after the event.